Event description:
It was reported that the balloon would not hold occlusion. The catheter where the locking device locks down was flattened, seems fragile almost like it was going to break when the customer was trying to re-lock it after it had migrated. The device was used throughout the case and did not have to be switched out for another. The customer kept adding volume to the endoclamp- total was 55cc's. No adverse patient events.

Manufacturer narrative:
Balloon could not maintain occlusion.

Manufacturer narrative:
Evaluation results: the device shaft was visually inspected and it is noted that the shaft is crushed between the 1cm and 3cm markers. Visually under 10x magnification it is noted that the a small section of the wire reinforcement is exposed through the coating on the shaft. Water was introduced through all of the device lumens and the water flows as it should through the balloon and infusion lumens. Water would not pass through the pressure lumen because the lumen is blocked with dried blood and fluids. There are no other defects detected with this device. The clamp lock was moved to an undamaged portion of the shaft and locked, and the reported defect of difficulty with the locking mechanism could not be duplicated. A device history record review was performed for this lot and this device passed all inspections with no non-conformances. These devices are visually and functionally tested 100% prior to packaging. The clamp lock is pull tested in post sterile testing and this lot pulled to a maximum of 8lbs and a minimum of 6lbs of tensile force with no damage to the shaft. The directions for use (dfu) instruct the operator on the following preparations "attach the blue 35 ml syringe, filled with sterile saline, to the blue stopcock on the balloon inflation port. Inflate the balloon with 30 to 40 ml (maximum) of sterile saline to verify proper inflation and balloon shape." Under inflation of the balloon, the dfu also instructs the operator "under tee and/or fluoroscopy guidance, inflate the balloon rapidly to create an occlusive seal. Do not exceed the maximum recommended inflation volume shown on the catheter labeling." Per the initial report, the surgeon added volume to a total of 55cc. It was reported that the patient's aorta size was 4.1 ascending and 3.6 at the sino-tubular junction. As noted above, the surgeon added volume in the balloon to a total of 55cc. Based on this information, the directions in the instructions for use, and the product evaluation results, it is concluded that the issue of product performance was at the marginal maximum performance envelope of this device and this event was not a confirmed manufacturing defect. Therefore, no corrective action will be pursued at this time.